Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the collar/shaft area with the ptfe pulled out of the collar, tip damage (flattened), the shaft was damaged (flattened) for a length of 15.8cm, and numerous kinks in the hypotube. Inspection found no other damage or defect with the device. The guide catheter used with the guidezilla was not returned for analysis. A test guide was used to conduct device testing. The tip of the guidezilla was inserted into the hub of the test guide, but it could only be advanced for approximately 1.6cm and then stopped. The shaft could not be advanced past the beginning of the shaft damage.

Event description:
Reportable based on device analysis completed on 18feb2021. It was reported that the guidezilla could not enter the guide catheter. The target lesion was located in the coronary artery. A 5-in-6 guidezilla catheter guide extension was selected for use. During procedure, it was noted that the guidezilla could not enter the guide catheter. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that a complete separation at the collar/shaft area occurred with the ptfe pulled out of the collar.